Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to a missing retainer and a missing reservoir tube o-ring. The device had a serial number label fading, end cap address label peeling, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, and a minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the clear reservoir ring had fallen off. Customer's blood glucose was 96 mg/dl. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.